Event description:
The lens did not insert correctly into the pt's eye causing one haptic to bend. The lens was removed and replaced.

Manufacturer narrative:
This form was completed by the MFR. See MDR 1920664-2007-00222 intraocular lens used with this delivery device.